Event description:
The co was contacted by pt's attorney who reported that "a fire broke out on the operating table during the use of a hysteroscope and resectoscope." After contacting hosp, the co was told that a high frequency cord was blown from the connector and a spark made contact with incontinence pad. Pad caught on fire causing injuries to the pt. Procedure cancelled.